Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient tried to charge their ins on christmas eve ((B)(6) 2024) but when they went to charge, the recharger was inactive and it wouldn't come out of the inactive screen. The patient denied seeing a 1707 service code. The patient was instructed to pair the recharger to the handset and start a charging session. The patient was able to connect to charge their implant with excellent connection and the ins was at 10% but the recharger went to searching. The patient reconnected once more but then immediately lost connection again 2 more times and it went to searching again. The patient stated they couldn't feel the ins under the skin. The patient reported seeing the recharger was inactive and a 1707 service code. The patient was asked if there was anything nearby that could be interfering with the charging process and the patient stated they were across the room from electronics, such as a computer/monitor/router, but they didn't indicate what exactly they were across the room from. The patient was advised to move away from any electromagnetic interference and to make sure the communicator was not turned on at the time of the call, and they were asked to gently palpate the skin to feel for where the ins was but the patient stated they weren't able to feel for the ins but that someone had helped them find the implant site before. The patient then called their son over to help them find the ins site. The patient's son assisted them in finding the ins site and the patient was able to "wake up" the recharger and connect to charge their implant. The patient saw they were at 10% charge and that they had good/excellent connection. The troubleshooting steps that were taken on the call resolved the reported issue.